Event description:
During a review of the patient's vns programming history, it was seen that the patient was initially interrogated on (B)(6), 2010 and found to be at different settings from the previous visit. Although the system diagnostics performed on the previous visit did not fault, the settings were indicative of an incomplete diagnostic test and no final interrogation was performed after diagnostics on the (B)(6), 2009 visit.

Manufacturer narrative:
Analysis of programming history.